Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dba system. During an interventional procedure, the user reported that no acquisition was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. During first analysis, the issue could be confirmed by the load test (sb) at 125kv/544ma as arcings were observed. A further examination of this x-ray tube was not necessary due to an assumed normal wear-out condition. Arcing is a side effect when generating x-ray. Negative effects from arcing are managed by the system in a way that there is no significant impact to the clinical procedure. According to expert opinion, if arcing exceeds a certain level there is no x-ray release possible during arcing. Further imaging can be continued after arcing stops. Medium level arcing has an impact to the clinical procedure. Individual scene may be interrupted. Under certain conditions the scene may need to be reacquired. In case of repeated arcing events/ bursts, there will be multiple frames impacted and there may be an impact on the x-ray techniques regulation. As a result, the scene's clinical value may lead to the interruption of the scene and may represent a minor to moderate disturbance in the clinical procedure. In this case, a general x-ray tube wear out after eleven years of operation is in the normal range of expected lifetime. The x-ray tube has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.